Event description:
Doctor inserted ti anchor the first one broke at eyelet during insertion, they were able to remove anchor. The second anchor using awl to create prep site they inserted and again broke at eyelet, they were unable to remove the broken part.

Manufacturer narrative:
(B)(4).